Manufacturer narrative:
The product was returned for analysis. Results from the batch history record review indicated the product met release criteria. Monomer release sheet for associated monomer was reviewed, with final disposition conforming. Additional observations were as follows; iol returned in an non-labeled specimen container. The iol is immersed in solution. One haptic is adhered to the optic surface in a folded position. The optic is bent/deformed. The product investigation could not identify a root cause for the reported complaint. Damage was observed to the iol which could have occurred during the explant process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified there were no other complaints in the lot number. Additional information was requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was implanted for approximately 2.5 years and became dislocated. The lens was exchanged. Additional information was requested.